Manufacturer narrative:
Section b3 - date of event was corrected. Section e1: patient was adopted to (B)(6) 2022, after they were adopted to another program in 2020 in dallas where presumably the onset of infection occurred. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an ongoing driveline infection. Cultures were positive for pseudomonas aeruginosa.

Manufacturer narrative:
E1: reporter email was not available. Manufacturer's investigation conclusion: the pump was transplanted under MFR # 2916596-2024-04006. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.